Event description:
A report was received that the patient was trying to charge the ipg and the device became warm. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief. No device malfunction was suspected. B3: date of event: 2011 additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was trying to charge the ipg and the device became warm. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.